Event description:
It was reported that the patient with this non boston scientific right ventricular (rv) lead had exhibited pocket infection. A revision was performed and the crt-d along with the non boston scientific right ventricular (rv) lead, non boston scientific right atrial (ra) lead and non boston scientific left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. This rv lead was not returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).